Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2201 alarm, which occurred on the homechoice (hc) during dwell 3. The home patient (hp) stated he had already cycled the power off and on twice to clear the alarms 2201/2265 and the hc was priming again. The baxter technical service representative (tsr) explained he could not start the therapy over with only his last bag. The tsr explained they would swap the hc. The hp stated that was the third time he had that alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012 and she was not aware of the patient having had that issue. She said she is the nurse that only fills in when the patient's primary nurse is not around. As far as she knows the patient has been completing therapy successfully. She would follow up with the patient the next time she sees them. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.